Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of entyvio was not confirmed through the log review or replicated during the investigation. ¿ rate accuracy and preventive maintenance testing was performed on the suspect pump module and found the device operating in optimal condition. ¿ the facility provides a date for the event, but is found no activity on the date provided, however, the same configuration and drug was showed on (B)(6) 2025. A review of the incident pump module event logs shows that the last infusion was performed on (B)(6) 2025, at 10:48 am. ¿ at 10:48 am to 10:48 am, an infusion was programmed on the suspect pump module (guardrails drug infusion, vedolizumab drug, rate = 500 ml/h, vtbi = 250 ml) and started, 30 minutes of expected duration. Primary volume infused (pvi) = 0 ml. ¿ at 11:18 am to 11:18 am, the infusion was completed (pvi = 250 ml, 30 minutes infusion), kvo infusion started and finished. ¿ at 11:18 am to 11:18 am, vtbi was modified, and 20 ml was added, then, the infusion was started again. Pvi = 250.141 ml. ¿ at 11:19 am to 11:19 am, alarm displayed (air in line alarm), the device was silenced, and the infusion was restarted. Pvi = 252.375 ml. ¿ at 11:19 am to 11:19 am alarm displayed (air in line alarm), suspect pump module door was opened and closed, the device was silenced, and the infusion was restarted. Pvi = 252.678 ml. ¿ at 11:21 am to 11:22 am, infusion completed (pvi = 270.162 ml), duration of the infusion was viewed, the device door was opened, and the unit was turned off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ alaris system user manual (v9), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. ¿ conditions that shift flow rate accuracy down (slower flow): ¿ positioning the pump module below the patient's heart level ¿ variations of head height, back pressure or any combination of these can affect rate accuracy. Factors that can influence head height and back pressure are: ¿ administration set configuration, IV solution viscosity, and IV solution temperature. Back pressure can also be affected by type of catheter. See "trumpet and start-up curves" for data on how these factors influence rate accuracy. ¿ if a before callback has not been scheduled, infusion automatically starts at end of delay period. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6): the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the facility. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion of entyvio was not confirmed through the log review or replicated during the investigation. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a1801, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an under-infusion event involving entyvio 250ml bag. Per report, there was still volume left in the bag at the end of infusion. The user had to program the pump and add additional volume to be infused to complete the dose. Because of this, the total volume infused displayed in the pump was 270ml. There was patient involvement but no harm. Bd received additional information. It was reported that the ordered infusion rate was 500ml/hr. The intended volume to be infused (vtbi) was 250ml. The total bag/bottle volume and concentration was "250ml expected, but it¿s possible additional ml¿s were added during drug compounding in pharmacy." Per report, 270ml was infused in 33 minutes. Patient's IV access location was left antecubital. The tubing was ref (B)(4). Bd received additional information. It was reported to bd representatives that were on site to gather additional information that it is typical "to have to add 5-10ml to the end of the infusion, which is generally within +/- 10% which is acceptable per the pharmacy." Per report, "medications are given on a primary line, primed with the drug by the nurse, flushed via gravity, and then the remaining drug is flushed at the smartsite via a syringe." Bd representatives discussed (use of) short sets to improve workflow and optimize drug delivery/decrease potential medication waste especially on small IV bags, however the clinicians prefer their current process. Both nurses demonstrated IV set loading ¿ one loaded the IV set properly and the other nurse pushed the upper fitment into the recess instead of lowering it into the recess. In both cases however the upper fitment was properly positioned in the recess. Bd representatives discussed proper IV set loading. Pharmacy changed their process since the issues began and have begun labeling the infusions ¿infuse until medication is complete¿ so that the nurses continue to infuse the IV bag until it is empty which nurses have reported is helpful. However, the pharmacy label does not state the true volume including overfill. The pharmacist stated they don¿t include overfill on the label since they are not sure how much overfill is in each bag and they do not have the means to weigh the IV bags for their true volume. Bd representatives discussed they could consider reaching out to the IV bag manufacturer for overfill values as some hospitals will use the average overfill for each size IV bag to obtain a true volume for the label that includes overfill. Pharmacy generally takes fluid out of the bag before adding the drug except entyvio because it is only 5ml. However, for iron 300mg the drug amount is 15ml so they would remove 15ml of fluid prior to adding the iron to the IV bag. Pharmacy does not intentionally remove air from the IV bag. Clinicians did not report observing any signs of negative pressure.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion event involving entyvio 250ml bag. Per report, there was still volume left in the bag at the end of infusion. The user had to program the pump and add additional volume to be infused to complete the dose. Because of this, the total volume infused displayed in the pump was 270ml. There was patient involvement but no harm. Bd received additional information. It was reported that the ordered infusion rate was 500ml/hr. The intended volume to be infused (vtbi) was 250ml. The total bag/bottle volume and concentration was "250ml expected, but it¿s possible additional ml¿s were added during drug compounding in pharmacy." Per report, 270ml was infused in 33 minutes. Patient's IV access location was left antecubital. The tubing was ref (B)(4).